Event description:
It was reported that during an implant procedure, the left ventricular lead threshold was high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.